Event description:
Pt presented with left foot sore and swollen for 4 days. Diagnosed with dvt, intermediate possibility of pe and marked elevation of inr (11). Percutaneous technique used to place guidewire in vena cava via right femoral vein. Fired the device at just below l2. Device exited sheath without difficulty but did not fully expand. Was not apparently mobile. Second filter placed above first filter using neck approach.